Event description:
I flow rec'd a report stating, fast flow was reported. Pump infused in 18.5 hrs instead of 27 hrs. Pump only contained saline. No adverse event was reported. Fill volume 270ml, flow rate 10ml/hr. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample eval: rec'd one empty, used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 270ml for testing. When the pinch clamp was opened, the pump infused. The flow rate accuracy test was performed and the pump infused within specification.